Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a failed preventive maintenance. Will not pass the leak down portion of the pm. There was no patient involvement.

Manufacturer narrative:
Additional information h3, h6, h10. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 11jul2007 to the present date 5jan2021 and confirmed that this device was previously returned for servicing.

Event description:
It was reported that there was a failed preventive maintenance. Will not pass the leak down portion of the pm. There was no patient involvement.